Event description:
It was reported that the recovery catheter would not tract through the stent. The recovery catheter would catch on the stent struts. Another co's investigational device was used to recover the filter basket. No pt effects were reported.